Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an 1192-090 lefty tight lag screw broke. This was discovered during a procedure on (B)(6) 2021. When the surgeon attempted to advance the screw, it broke inside the patient. The screw was retrieved and was replaced with an 1099-090 galileo lag screw.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the second thread was broken off. The broken piece was not returned for evaluation. The cause of this remains undetermined.